Event description:
It was reported by service report that the velcro was missing and mattress did not secure properly to the litter surface. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Velcro.